Event description:
The manufacturer received information alleging assistance required. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the initial evaluation of the device at third-party service center, ventilator inoperative error codes were observed. Evt_tpy_held_in_bm means the therapy cpu is still running in boot monitor software. The system board needs to be replaced to address the issue. Evt_system_version_mismatch_ui means the ui software version string does not match the overall system version string. The display board needs to be replaced to address the issue. Additionally, during the initial evaluation of the device at third-party service center, non-ventilator inoperative error codes were observed. Evt_keypad_stuck means one of the physical keys is stuck, or there is an issue with the keypad. There was no report that device could not be powered on so therapy can be changed via touchscreen. Also, evt_audio_pause_key_stuck means the audio pause button on the keypad is stuck. The front panel / keypad needs to be replaced to address these issues.